Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf). It was noted that all of the ECG signals were lost on the carto 3 and recording system. In addition, the carto 3 system displayed a system alert, "current leakage error." They disconnected all cables and catheters, as well as the ECG cable, from the front of the patient interface unit (piu). After reconnecting the ECG cable to the piu, the same issue persisted. The ECG cable connections were re-seated and then the ECG cable was replaced, and the issue was temporarily resolved. After reconnecting the stsf catheter to the piu, the same current leakage alert was displayed on the carto 3 system. They disconnected the stsf catheter once again, and replaced the cable, without resolution. When the stsf catheter was replaced, all issues were resolved, and the procedure continued. No adverse patient consequence was reported. The issue with current leakage error is not MDR reportable. However, the issue with loss of all ECG signals is considered MDR reportable product malfunction.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device number lot 31296924l and no internal action related to the complaint was found during the review. Additionally, the manufactured and expiration dates have been provided. Therefore, fields d 4. Expiration date and h4. Device manufacture date have been populated. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Correction: full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).